Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an undefined malfunction alarm occurred. Additionally, customer alleged that the insulin gauge was inaccurate and that the pump intermittently over or under delivers insulin when a bolus is requested. No further troubleshooting was able to be performed for insulin gauge and insulin delivery issues as customer declined to provide further information. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 121 mg/dl.